Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. Customer contact reported there is no patient information available.

Event description:
The hospital reported the unit had a flow sensor alarm and the mylar flap of the flow sensor was stuck to the top of the flow sensor housing. There is no report of patient injury.